Event description:
Additional information received from the consumer on (B)(6) 2016 reported that the implantable neurostimulator (ins) battery was charging slowly with only 3 bars, and the ins battery was not charging all the way. The patient stated that the last time he had charged the ins was about 2 months ago, and the poor coupling started about 2 months ago. A manufacturer representative recommended trickle charging the ins. The consumer reported that they had tried trickle charging 3 times and it did not work. However the ins battery came back on the 8th time. The patient stated that the battery was working again after the trickle charge. It was noted that the patient was supposed to meet with the manufacturer representative on (B)(6) 2016 for reprogramming. It was also reported that the patient was experiencing pain. It was noted that the patient did not want to take medication again because he had a hard time getting off of it. The patient stated that his pain was slowly getting worse. The ins helped him because he came from using a walker, to using a cane, to being able to ride a bike. It was noted that while troubleshooting with patient services, the patient was getting a call from the manufacturer representative and the patient put patient services on hold. When the patient returned to speak with patient services, the patient stated that he had everything straightened out.

Event description:
The consumer reported that "poor communication" was seen on the patient programmer and there was no communication with the implantable neurostimulator recharger (insr). Stimulation was last felt 3 months prior to (B)(6) 2016, and the last successful recharge session was 3 months prior to (B)(6) 2016. The patient was unable to charge the implantable neurostimulator (ins) because he was in a motor vehicle accident 2 weeks prior to (B)(6) 2016. Prior to the patient's scheduled appointment on (B)(6) 2016, the patient spoke with a manufacturer representative and was provided with instructions for troubleshooting. Since the ins was not charging, the patient was instructed to perform a trickle charge for 60 minutes and then go to regular charge. If that did not work, the patient was directly to perform a second trickle charge; the manufacturer representative would call the patient later to check on him. The consumer reported that everything the manufacturer representative had suggested had been unsuccessful, and the patient was going to see the manufacturer representative on (B)(6) 2016. It was also reported that the patient was experiencing a return of pain from not being able to use the ins; this was considered a sudden change in therapy/symptoms. Additional information received from the manufacturer representative on (B)(6) 2016 reported that ins overdischarge was alleged. The battery had not been used in 2.5 months and they attempted 5 physician mode recharges (pmrs), but were not able to pull the battery out of overdischarge. The patient was in pain since losing stimulation, and thus wanted to get the battery pulled out of overdischarge. Prior to the overdischarge in 2016, the battery was not holding charge very long and the patient had to charge after half a day of use for the last 1.5-2 months. It was noted that the patient was using high density (hd) settings. The patient's indications for use included non-malignant pain and radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.